Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown reason approximately two weeks post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis did not confirm the reported observations. The lead was subjected to and passed resistance and hipot testing. The lead integrity was attributed to the explant procedure.